Event description:
New information was received that this lead has exhibited high out of range pacing impedance measurements of greater than 2500 ohms, complete loss of capture, and noise that is being oversensed by the atrial lead causing atrial tachycardia responses on that lead. This patient is a do not resuscitate (dnr) patient and does not want to repair or replace this lead. Technical services was consulted and suggested programming the device to aair to alleviate the issues with this rv lead.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed and only the proximal portion was returned. There were setscrew markings noted on the lead body. Analysis could not confirm the clinical observations on the partially returned lead portion.

Event description:
--

Event description:
Additional information became available that this lead was explanted.

Event description:
Boston scientific crm received information that this patient experienced a lead safety switch on this right ventricular lead. The patient recently underwent radiation treatment and the boston scientific sales representative (sr) thought that may have caused it. Technical services (ts) was consulted and stated that the radiation could not have caused the switch as there are no resets found on the daily measurements (dm). The sr noted that there were several weeks of spikes on the dm's up to 900 ohms impedance which would indicate that the impedance went high and not low. The lead remains implanted and a decision will be made shortly by the physician as to the course of action. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device programming was changed to aair.